Manufacturer narrative:
Additional information : the device was manufactured between november 08, 2017 - november 09, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b2: outcomes attributed to ae ¿ removed ¿death¿ as there was no death involved in this report. (Previously selected ¿death¿ in error). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported eleven (11) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had foreign particles observed "outside of the inner eva bags". There was no patient involvement. No additional information is available.